Manufacturer narrative:
Roho has translated the content of the report and attempted to contact personnel at the facility that originally reported the incident to aid in the investigation. However at this time, there has been no response. The facility report stated that the product was not correctly applied. As of today, with the information provided in the report, roho does not consider this to be an incident (reportable event), since a use error is clearly indicated in the report with the confirmation that "there is nothing wrong with the product" (reference to meddev 2. 12-1 rev.8 clause 5.2). The serial number provided in the facility report does not meet the format of serial numbers used for roho products and therefore, the manufacturer cannot evalutate production and inspection records related to this product. There was also no further information given in regards to the injury. The injuries for a person not using a cushion are known and the injury experienced by the patient may be of similar nature. Roho is continuing to attempt contact in order to determine the full nature of the damage. There is conflicting information in the facility report, as it indicated that the product was both sent back to the distributor and that it was kept at the facility. Therefore, as part of the investigation, roho will attempt to determine where the product is currently located and request that it be returned to roho for evaluation.

Event description:
When visiting (B)(6), the rehab staff discovered that the cover of the cushion was put on in a wrong way so that the chairprotection was upside-down"